Event description:
According to the op report, this valve was explanted due to thrombus. Since implant, the pt experienced 2 to 3 instances of "embolic phenomena" but remained "culture negative". At explant, there was a clot in the right lateral hinge point that extended above the valve on the atrial side. A "small amount of grayish material" was present over both leaflets. On the under side of the valve, there was clot in both hinges and along the inner aspect of the valve ring. There was also a "larger portion" of clot under the valve. The annular tissue appeared "normal" and no "purulent material" was observed. The valve was replaced with a sjm 33mj-501.